Event description:
It was reported that a small volume folfusor experienced an underinfusion. The customer stated that approximately half of the solution remained in the bladder after the expected infusion time. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation with approximately 51ml of fluid in the bladder. Flow was visually observed at the distal luer. Functional flow test was conducted and the results were within speciation. The reported condition could not be confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 05/08/2013 to 05/09/2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.